Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio issue. The customer's blood glucose level was unknown. The customer reported that the volume of insulin pump has lowered. The battery life has diminished of insulin pump. The device will not returned for analysis.